Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not being at "home" position, due to the sticky clutch plate. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. In this case, the customer was unable to clear the advisory message, and at zoll service depot, it was noticed that the clutch plate was sticky, most likely due to wear and tear of the platform. The autopulse platform was manufactured in january 2015 and is over 6 years old, has exceeded its expected service life of 5 years. During visual inspection, it was noted that one of the head restraint wires was completely detached from the top cover. In addition, the front enclosure was observed to be scratched and dirty with broken screw fittings. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and top cover were replaced to address the observed issues. The archive data review indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart) around the customer's reported event date; thus, confirming the reported complaint. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position and the clutch plate was deburred to clear the ua45 advisory message. Unrelated to the reported complaint, it was noted that the autopulse display screen (lcd) was flickering. The root cause of the noted issue was the defective lcd transmissive board, likely as the result of mishandling such as a drop or due to the aging of the device. The defective lcd transmissive board was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(4) was reported on 01 august 2016, and the driveshaft was adjusted to "home" position to remedy the issue.